Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: 3.0x10 ryugen nc. Guide wire: runthrough. (B)(4). The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. After pre-dilating the lesion with a 2x10mm non-abbott balloon catheter, a 2.75x33 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion and the stent was implanted. The stent was post-dilated using a non-abbott 3x10mm balloon catheter and a distal edge dissection was noted. A 2.75x18mm xience prime stent was used to cover the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.